Event description:
It was reported to hill-rom that the head section of the bed would not raise up. The hill-rom service technician observed that the head of bed would go up, but drift back down. The technician found that the CPR lever was partially engaged. The CPR cables were adjusted. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.